Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a multiple pump error. The customer¿s blood glucose level was unknown. The customer was unable to clear the alarm. The customer stated that the screen of insulin pump was black and it did not work. The customer also stated that the insulin pump was started to beeping. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files, however pump error 4, pump error 49, and pump error 68 were seen in formatted device's history.